Event description:
It was reported that the right ventricular (rv) lead exhibited pacing inhibition during rv lead impedance check post atrioventricular node ablation. It was noted that after the ablation and doing the post procedure checks, the device struggled to measure an rv lead impedance. This coincided with a sensed event on the electrograms (egm)and inhibition of pacing. It was also noted that the rv lead exhibited temporary oversensing during subthreshold lead impedance measurements and that those artifacts can happen during a manual lead impedance test and during automatic impedance measurement times. The patient was admitted to the hospital to be monitored overnight, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4798 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.